Manufacturer narrative:
H3 analysis: a visual inspection of the returned device shows a large hole in the cannula body approximately 21.5 cm from distal tip, which would have caused a loss of suction. The hole measures approximately 0.57 cm in diameter and appears to be a clean cut. The edges of the hole are sharp. No other physical damage to the product was noted. The cannula undergoes multiple visual inspections prior to release to distribution. Conclusion: we are unable to determine the exact cause of the hole, but believe it was related to user handling of the device. There was no reported consequence to the patient.

Event description:
Information received indicates that weak suction was observed with a cannula. A hole was noted in the cannula - approximately 5mm in diameter, 10-13cm from the tip. The unit was replaced during the case with no reported effect to the patient.